Event description:
On (B)(6) 2012, it was reported by the pt that she had been having concerns about elevated blood glucose levels since (B)(6). During the last few days, the pt's blood glucose levels have been between 230 and 430 mg/dl. The pt became extremely tired and had a migraine. She tried to bolus and bring her blood glucose level down. The pt's target blood glucose range is around 150 mg/dl. The infusion device has not displayed any error or alert messages. She hadn't been feeling well for the past few days, due to the high and low blood glucose levels, so she went to the hospital on (B)(6) 2012. While at the hospital, she received insulin via IV, pain medication, and fluids. The pt recently stated a low carb diet. The pt stated that the doctors feel that the blood glucose issues are due to the infusion device and recommended the pt return to insulin injection therapy until the infusion device is replaced. The pt was spilling ketones and later released from the hospital. F/u with the pt reveals that the pt has resumed insulin infusion therapy and is using replacement infusion sets. The pt now uses an infusion set insertion device and pt's blood glucose level has returned to her target range. The infusion sets were replaced. No product was requested to be returned for eval.